Manufacturer narrative:
The estimated event date is (B)(6) 2025.

Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) and noise episodes were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences.